Event description:
It was reported that the hospital received seven out of the eight products ordered. The eighth product was incorrect. The product was allegedly mislabeled. This was not reported to have been attempted for use in a procedure and there was no impact to a patient as a result.

Manufacturer narrative:
The reported event was confirmed. Examination of returned device found no evidence of product non-conformance as wrong item was shipped. Product shipped was conforming and all packaging was correctly marked and sterilized. Investigation into the issue determined that this was an isolated incident. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Investigation into this issue is ongoing.